Manufacturer narrative:
H11. Additional manufacturer narrative: the implant date was known only as "2018". Therefore, (B)(6) 2018 was used to calculate the minimum implant duration. Two videos were provided and reviewed. According to the videos provided, per surgeon's opinion (audio) there was heavy pannus overgrowth and heavy calcification was also observed. The device was not returned for evaluation. Attempts to retrieve the device and additional information are in process; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Per the report received from united kingdom, an inspiris resilia valve model 11500a implanted in aortic position was explanted after an implant duration of approximately five (5) years and eleven (11) months due to severe pannus ingrowth observed on the frame leading to rigid and stenotic leaflets. Per video provided, heavy calcification was also observed. A non-edwards mechanical valve was implanted in replacement. The patient was recovering very well.

Manufacturer narrative:
Additional information: a2, b5, d4, d6 and d9. H6 health effect, type of investigation. H11 manufacturer narrative: the valve was returned to edwards for evaluation: customer report of pannus, rigid leaflets, stenosis and calcification was confirmed. Report of regurgitation was unable to be confirmed through visual observations. X-ray demonstrated wireform intact. Heavy calcification was observed on leaflets 1 and 3 and minimal calcification on leaflet 2. Extrinsic calcific deposits were observed on the surfaces of leaflets 1 and 3 on both aspects. Heavy host tissue overgrowth encroached onto the tissue and into the orifice on leaflet 3 on the inflow aspect and moderate host tissue overgrowth encroached onto the tissue on leaflet 2 on outflow aspect. Host tissue overgrowth on the stent circumference was heavy at the inflow aspect and minimal host tissue overgrowth on the stent circumference at the outflow aspect . Calcification restricted leaflet mobility and led to stenosis. Sewing ring cloth had multiple cuts around the valve and exposed silicone of sewing ring. Device history records review showed there were no related nonconformances related with the event.

Event description:
Edwards received notication that an inspiris resilia valve model 11500a implanted in aortic position was explanted from a nineteen (19) year old patient after an implant duration of six (6) years and eight (8) months due to severe pannus ingrowth observed on the frame leading to rigid and stenotic leaets and mild regurgitation. Per echo video provided, heavy calcication was also observed. As reported, the patient was showing rapidly increasing aortic stenosis on follow up echoes. The patient was experiencing symptoms of fatigue, excessive sleeping and shortness of breath before reintervention. A non-edwards mechanical valve was implanted in replacement. As reported, the patient was recovering very well.

Manufacturer narrative:
Additional information h6 type of investigation, investigation finding and investigation conclusions. Manufacturer narrative. A device history record (DHR) review was performed, and no relevant non-conformances were identified. Calcific degeneration involves the gradual accumulation of calcium deposits on the valve leaflets. It is a disease continuum from sclerosis to chronic inflammation that leads to leaflet calcification. These calcium deposits, over time, cause the leaflets to become rigid and less flexible, which can account for failure modes such as stenosis and regurgitation. Svd is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. Calcification is most commonly related to patient factors and is not usually an indication of a manufacturing non-conformance. Pannus is a non-immune inflammatory reaction of the body to the implanted prosthesis, characterized by proliferation of fibroelastic tissue and collagen, with a starting point in the suture area and subacute or chronic centripetal evolution. Pannus can have both beneficial and harmful effects depending on the amount of growth and location. A small amount of host tissue growth over the suture line is expected and is needed to form a non-thrombogenic surface and complete the healing process after device implantation. In contrast, an excessive amount of pannus growth can cause nonstructural dysfunction that may require intervention. Host tissue growth can extend onto the cusp surfaces leading to thickening of the cusps, cusp retraction or curling, leaflet immobility, and/or abnormal coaptation, potentially resulting in valvular regurgitation, elevated gradients, and/or stenosis. Based on the information available, the most likely root cause is patient factors, including patient's age at the time of the implant. There is no evidence to suggest an edwards manufacturing defect.